Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 20023174, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 28-may-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2020-00090 for the second event. Refer to 9611594-2020-00091 for the third event. It was reported there was an incident of sutures breaking on t-fasteners when the user attempted to dilate the "tract." There was no reported injury. Additional information received from the user stated, "we ended up placing the g-tube [gastrostomy tube] in the patient without incident. The patient is doing fine."